Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a healthcare professional, that an enterprise2 4mmx16mm no tip (encr401600/ 10124201) was used for an endovascular embolization procedure to treat a middle cerebral artery aneurysm and middle cerebral artery stenosis. During the procedure, the user reported that after coil was packed and detached in the aneurysm, stent was impeded in the distal end of the microcatheter and could not pass through the microcatheter. The doctor removed the stent and microcatheter from the patient and gave up stent implantation. The procedure was completed. There was no patient injury reported. Additional event information received on 17-jun-2026 indicated that a guidewire in the microcatheter was used prior to using the enterprise system. There was flushing during the procedure. There was no evidence of physical material within the device. The microcatheter used was a prowler select plus 150/5cm (product code: 606s255x, lot number: 31705882). The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event.